Manufacturer narrative:
On march 20, 2023, mentor received additional information. Mentor became aware that the patient's prostheses were replaced with 200cc mentor memorygel breast implants. On march 29, 2023, mentor received the device for evaluation. On april 12, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted on the posterior view extending to the anterior view within the shell abrasion measuring approximately 12.5 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old female patient underwent a primary breast augmentation surgery with 275cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and baker grade ii capsular contracture of the right breast, which were confirmed during a physical exam. As a result, the patient underwent bilateral removal on march 09, 2023. During the explant procedure, it was discovered that the left implant was ruptured. No additional adverse events or procedural delays were reported due to the rupture discovered during explantation. This report is for the left implant. Refer to manufacturing report number 1645337-2023-03005 for the contralateral event.